Event description:
On (B)(6) 2025, the user¿s wife reported an overnight ilet low alert of 54 mg/dl blood glucose (bg), which was treated with fast-acting carbs. A fingerstick check immediately afterward read 200 mg/dl, indicating the ilet value was likely inaccurate. The user, who uses a libre3+ sensor, had no symptoms and was able to self-manage. The agent explained this was likely a compression low, as the user had been lying on the sensor, and noted that sensor accuracy can be reduced during the first 12 hours of wear. Once compression was relieved, the ilet was corrected and bg returned to range. No symptoms were reported by the user during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.